Event description:
Pt had been treated for hypertension. One lesion was treated 18 months ago with one endeavor stent. Medications prescribed at the day of procedure were as follows: aspirin = 500mg; clopidogrel = 600mg. The lesion treated was located in the proximal lad. One endeavor stent was successfully implanted (3.0x30mm stent). Nine months ago the pt suffered a non-q wave mi. Revascularization was performed on this date (ptca). The location of the revascularization was the mid-lad. The investigator stated that there was a definitive relationship between the event and the endeavor device. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Results- inherent risk of procedure (stent thrombosis/occlusion). Other, lack of info). Conclusion - (lack of info). (Secondary intervention).